Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor passed per specification with accurate readings.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. Customer states that the blood glucose reading is 42 mg/dl. Nothing further reported.